Manufacturer narrative:
Continuation of d10: product ID dtma1qq cardiac resynchronization therapy defibrillator implanted: (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon interrogation of the cardiac resynchronization therapy defibrillator (crt-d) with the mobile programmer application it was noted there was an electrical reset. Upon review of the data, it was noted that no reset occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that upon interrogation of the cardiac resynchronization therapy defibrillator with the mobile programmer application it was noted there was an electrical reset but upon review of the data, it was noted that no reset occurred. It was also determined at analysis that there was a loss of telemetry during initial interrogation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.